Event description:
It was reported that customer observed pixel issue on pump display. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support discussed an out-of-warranty loaner pump option, with no additional outcome details provided.